Event description:
It was reported that during implant, post-paced t-wave oversensing was observed via store egm. The patient was asymptomatic and did not receive inappropriate therapy during oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received.